Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling light headed and dizzy. The patient was seen at the hospital and told that the device needed replacement. The device was at elective replacement indicator. The device was explanted and replaced. During the explant procedure, the physician noticed that the leads were pulled up from possible twiddler's syndrome. The leads were repositioned and are still in use. No further patient complications have been reported as a result of this event.